Event description:
It was reported that the right atrial lead exhibited noise. No intervention was performed. The patients condition was normal and would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information indicated the lead continued to exhibit noise. The patient would be monitored.